Manufacturer narrative:
The device was requested for evaluation but was not returned. Device remains in patient, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that the patient underwent a bunionectomy on her right foot on (B)(6) 2017 where a mini tightrope, ar-8914ds, was implanted. About two months post-op, in (B)(6), the patient began to experience rash-like symptoms beginning at the top of her foot near the incision site. She went to see her surgeon who prescribed her a topical ointment. The ointment relieved the symptoms but did not cure the rash. She then went to the ER where she was prescribed another topical ointment. This prescription also only relieved the symptoms. The patient has also seen a dermatologist and an allergist and has not been able to cure the rash that has now turned into blisters.